Event description:
It was reported that the patient had their implantable neurostimulator (ins) and leads were removed because it was not helping any longer. Initially, there was some confusing whether or not leads were still in place. Specifically, the pathology report reported that the ins with 2 leads connected were removed from the patient. However, the radiologist indicated that the leads were still in placed based on x-ray taken. On follow up, the healthcare professional (hcp) reported that the patient returned to the clinic for a repeat x-ray which showed that no leads were present in the body. It was noted that the previous pathology report information was prior to the explant. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).